Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error after the device had gotten wet from being splashed with pool water. The caller did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and had unresponsive buttons due to moisture damage on the keypad traces. No moisture damage was found on the electronic assembly during our visual inspection. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and missing the end cap sticker.